Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The system 6 sagittal saw was sent for evaluation because during a tkr procedure the blade came loose and snapped into two pieces and fell into the surgical site. The pieces of the blade were found and removed by hand. An x-ray was performed on the pt to ensure that no additional pieces of the blade remained in the surgical site. Another blade was used to successfully complete the case without any delay. There was no additional medical treatment or intervention required as a result of the event and no adverse consequences to the pt as a result.